Manufacturer narrative:
(B)(4).

Event description:
During interrogation, the physician noticed that the implantable cardioverter defibrillator device was in back-up vvi. Impossible to restore parameters. No additional information was available. No patient symptoms were reported.

Event description:
Additional information received indicated that the device function was restored after a firmware download.